Event description:
Patient was implanted with 4.5mm lcp curved condylar plate and screws on (B)(6) 2011. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. The plate broke post-operative. All hardware was removed. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review found nothing that would cause or contribute to the reported incident. All subject product released met visual and dimensional specification requirements throughout manufacturing.